Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation with a gel mentor breast implant of unknown type and experienced rupture on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 450cc on the right breast implant, serial number (B)(4), lot number 7465396, catalog number 3504501bc and with gel mentor memorygel breast implant 450cc, catalog number 3504501bc, serial number (B)(4), lot number 6977386 on the left breast implant on (B)(6) 2018.

Manufacturer narrative:
On 07/05/2018, it was reported to mentor that the device received on 07/05/2018 was a non-mentor product. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/8/2020, mentor became aware that the codes were erroneously omitted in the previous report in section h6: device code : no apparent adverse event. Patient code: no adverse event. Method code: device not manufactured by reporting manufacturer. Results code: no findings available conclusion code: cause cannot be traced to device. Since the device was a non-mentor device, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).